Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed if further info is obtained.

Event description:
The surgeon had performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Approx three weeks after surgery, the patient was treated for infection, and the onlay tibial insert component was exchanged.